Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 receiver displayed error code. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect related to customer complaint was found. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on 09/04/2014. The root cause could not be confirmed.